Event description:
A nurse reported the infusion cannula would not snap in the trocar. The surgeon held it in place in order to complete the surgery. The nurse also reported this issue has happened twice in the last two days with the same surgeon. She noted the surgeon is very experienced and normally uses this same product without issue. There was no patient impact reported. A sample is being returned for in-house testing.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).